Manufacturer narrative:
A complete lead was returned in one piece. Final analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation of the device, high impedance was observed on the right ventricular lead. The lead was repositioned, however high impedance was still noted. The lead was then replaced without any issue. The patient was stable.